Event description:
A malfunction alarm known as "malf 1" was reported, and there was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support arranged for the replacement of the malfunctioning pump. Customer will use a backup insulin pump to ensure there is no interuption in delivery of insulin.